Event description:
Additional information received reported that the patient experienced meningitis. The entire system was explanted on 5/13/2013, and the patient was treated with IV antibiotics. The diagnostic lab results determined the patient had (B)(6).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that there was an event which resulted in an in-patient or prolonged hospitalization. No further details were reported. The pump was used to deliver dilaudid, bupivicaine and clonidine.